Event description:
The lead was later returned for analysis.

Event description:
Boston scientific received information that this left ventricular (lv) exhibited high impedances of greater than 2,000 ohms. Fluoroscopy of the lead revealed a fracture in its proximal section. The lead was therefore surgically capped and abandoned during a device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed. The proximal segment only was returned; 403 millimeters (mm) in total length. Resistance and pressure tests were completed on the returned lead segment to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the returned lead segment found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.